Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 1300 mg/dl. The customer was hospitalized due to issues with the pump. The insulin pump will not be returned for analysis.